Event description:
This lead was capped and replaced because of noise with oversensing and inappropriate shocks. There was a breach just distal to the yoke and after the procedure, a slice in the insulation was seen. It is unknown when the slice occurred. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the received follow-up data. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Next, the received follow-up data were inspected. The episodes and shocks recording lists revealed the detection of six vf episodes with a total of three 30 j shock deliveries on (B)(4) 2014. No iegms were available for analysis, for which the presence of noise mentioned in the complaint description could not be confirmed. In summary, the lead was not returned for analysis. Based on the information available for analysis, the root cause of the clinical observation could not be determined. The review of the quality documents confirmed a regular device manufacturing.